Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2016 stating that bg levels were fine at the time of follow up. The t:slim pump user guide states: "iob feature reflects how much insulin is remaining in your body from previous boluses. Iob is always displayed on the home screen and is used in bolus delivery calculations when applicable." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted that the amount of insulin-on-board (iob) was too much (10 units). Reportedly, the customer had over-bolused. There was no reported impact to the customer's blood glucose (bg) level. It was indicated that the customer would disconnect from the pump, monitor bg level, and would contact their healthcare provider (hcp), if needed. Tandem technical support instructed the customer that the iob display indicates insulin that has already been delivered and is active in the body.